Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report number: 1221359-2022-04279.

Event description:
The consumer reported two(2) false negative test results with the binaxnow covid-19 antigen self-test performed on two dates. This MFR. Report addresses report two(2) of two(2). Consumer reported that her daughter had fever and cough. She got a negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 and tested positive at healthcare facility using a unknown method on the same day. Although requested, no additional information was provided.